Event description:
It was reported that "one screw pulled through the plate. The surgeon put self drilling screws in superiorly. They didn't purchase , so the plate barber shopped up the screws. He tried to tighten one side down, while the other was still proud. This caused uneven and unusual forces on the plate. The screw pulled through the plate. This did not effect the case or patient as there were extra/backup implants on hand."

Manufacturer narrative:
Na